Event description:
It was reported that the customer changed the sensor and after calibrating, he received another calibration alert 20 minutes later. Customer could not calibrate the second time and was taken to the bolus wizard instead. Customer stated that there was a time change. Customer was advised that the pump will not calibrate if their blood glucose level is over 400 mg/dl. Customer stated that his blood glucose level frequently goes 200 points higher after meals. Customer's blood glucose level was 420 mg/dl. Customer stated that he did not have to go the emergency room and did not have an emergency. No further assistance needed.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.